Event description:
Customer reported discordant accu tni (troponin I) test results were obtained during a (B)(4) study between the access 2 immunoassay system and the unicel dxi 800 access immunoassay system. The erroneous test results were not reported out of the laboratory. This was a (B)(4) study conducted after installation and did not involve reporting patient test results. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
The customer performed accutni correlation testing between an access 2 and dxi. The customer noted a significant difference in the correlation results between to two platforms. The two analyzers, a unicel dxi 800 and access 2 were in the same laboratory. The dxi800 was new installation. As of (B)(4) 2008, the field service engineer had adjusted the temperature of the dxi 800, and the correlation was good. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.